Event description:
It was reported that the patient presented to the emergency room experiencing chest discomfort. The atrial lead exhibited decreased sensing and increased thresholds. It was suspected that the lead had perforated the patient. A pericardial procedure was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.